Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was implanted in the patient's right eye. Postoperatively, the patient experienced halos and glare and was dissatisfied with the visual symptoms, leading to a request for lens exchange. Additional information later confirmed that the iol was explanted due to the patient's dissatisfaction with the halos. A replacement puresee iol (model den00v) was subsequently implanted. No additional medical intervention was reported beyond the lens exchange. The patient's outcome following the procedure was not provided. No further information was available.

Manufacturer narrative:
Section h6: health effect - impact code: 4619 - temporary impairment (this code is used for the reported halo vision- surgical intervention required & glare surgical intervention required). An attempt was made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.